Event description:
Approximately one month later, additional information was received that this patient fully recovered from the comma and underwent the implant procedure. Initially the physician was going to implant an implantable cardioverter defibrillator (ICD), but due to the patient condition, although the patient recovered, the physician preferred to implant to the patient the h140-120178 device. Due to this reason, the right ventricular (rv) lead was also explanted and a possible infection was suspected. Culture are being done with the on the rv lead in order to know if there was pathogens or not and due to the complications experienced in the last procedure. The device and new leads were successfully implanted. No events were experienced at all, and no adverse patient effects were reported. The patient status was stable following the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.